Event description:
It was reported that pump displayed cartridge alarm 20 that did not occur during cartridge loading and had not been previously reported with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance on correct cartridge loading technique, successfully loaded new cartridge, resumed insulin therapy, and issue was resolved.